Event description:
It was reported that the ilet displayed a persistent alert 65 after multiple restarts, and the device was replaced; the issue aligned with an electronic circuit malfunction associated with the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed an electrical or electronic component problem consistent with a circuit failure involving the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.